Event description:
The customer stated that his meter was reading high. He performed a control test and received a result of 212 mg/dl. The customer did not allege any adverse events due to the readings. The customer did not have any strips left that gave the higher readings, but the meter will be returned for evaluation.